Manufacturer narrative:
Concomitant medical products: product ID: 3487a-45, lot#: v004778, implanted: (B)(6) 2006, product type: lead. Product ID: 377660, lot#: v008368, implanted: (B)(6) 2006, product type: lead. Other relevant device(s) are: product ID: 3487a-45, serial/lot #: (B)(4), ubd: 15-mar-2010, UDI#: (B)(4); product ID: 377660, serial/lot #: (B)(4), ubd: 08-jun-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for post-laminectomy pain. It was reported that the patient¿s leads migrated and then caused excruciating pain. They had to have their implant removed. The patient had three unnecessary surgeries and extra scar tissue for nothing. No further complications were reported or anticipated.